Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no product or photo was returned by the customer. A device history record review for model mz5302 lot number 20066075 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the customer complaint of tubing defective/damaged could not be verified due to the product not being returned for failure investigation. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: no samples received. No further investigation conducted. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the minibore pressure, removable IV cnnctr IV set had a loose connection and the procedure could not be performed. The injector was set to lower than the max pressure at "4ml/sec and 325psi". The following information was provided by the initial reporter: "he states whenever they use maxzero extension set mz5302 for CT procedures the following occurs:their injector is set to 4ml/sec and 325psi. Their facility policy does not allow them to warm contrast. He states that when the procedure starts, the CT machine alarms and they are unable to perform the procedure. Even though the injector is set lower than the max pressure for the connector. I asked if they were checking the catheter for patency prior to the CT injection and he states that they do. He also says that this occurs no matter the bore of the tubing. The only lot number he has is 20066075, however, he states that the facility just moved over to this device and does not have any difficulty when using other extension sets."